Manufacturer narrative:
The manufacturer is attempting to acquire additional info from the hospital regarding this event. (B)(4). No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received (B)(4) which indicated "ramp study-aborted as lv thrombus around and inside the inflow cannula." No other info was provided.

Manufacturer narrative:
Based on the information available to the manufacturer, a specific cause for the reported thrombus could not conclusively be determined. A full evaluation of the pump could not be conducted as the device was not returned. However, the device's approved labeling covers thrombosis as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the vad coordinator reported that the patient was anticoagulated and placed status 1a on the heart transplant list. The patient remained ongoing on lvad support until ultimately being transplanted on (B)(6) 2013.